Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the mid left anterior descending (lad) coronary artery, after insertion of a non-abbott guiding catheter (gc), an attempt was made to advance a 3.5x38 rx xience alpine drug-eluting stent (des) system through the gc, but the rx xience alpine became stuck in the gc (could not be advanced or retracted). Gentle manipulation of the stent system was applied to free and retract the rx xience alpine from the gc. Upon withdrawal unspecified stent damage was noted. Another same size rx xience alpine was successfully used with the same gc without issue and was successfully used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent damage and resistance during advancement through the guiding catheter were able to be confirmed. The reported removal difficulty was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.